Event description:
It was reported that a spectrum infusion pump had a "false detection of a loaded set at points 3 and 4". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "false detection of a loaded set at points 3 and 4" caused by a failed downstream sensor. The failed downstream sensor was replaced.